Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the a common femoral artery was successfully achieved using a starclose se device with a 6f sheath after an interventional colon procedure. Reportedly, one day post vessel closure, the patient was readmitted to the hospital after experiencing pain and discomfort at the groin access site. The patient was taken to surgery and the vascular surgeon found that the nerve had been "caught". It was not reported whether the nerve had been "caught" during the arteriotomy puncture or after deployment of the starclose se clip. Reportedly, there was no serious damage to the nerve. Any treatment performed during the surgery was not provided. The patient was reported to be doing fine after the surgery. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.